Event description:
According to the reporter, during a laparoscopic appendectomy procedure, while attempting to insert the device into the port, the tip was not closed all the way. Thus, it could not be inserted into the port. To make sure, a new shell and reload were used with the same handle and adapter to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10: concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot #unknown) sigpshell, sig power sigpshell control shell, (lot #unknown) sigphandle, sig power sigphandle handle, (sn: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.